Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm; model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator; model #: sc-4316, lot #: 21397194/21412898 description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the lead insertion site which was not believed to be from the scs. Symptom of drainage was noted. It was unknown if antibiotics were given and if cultures were taken. The patient underwent an scs explant procedure.